Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Risk of abnormally short life of a limited subset of microport crm pacemakers. The physician inquires about the pacemaker management.